Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 179 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.